Manufacturer narrative:
B.5 additional information: it was reported that additional non-mdt cuff was implanted while performing the chimney technique to resolve the type ia endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that additional excluder cuff was implanted on 02-mar-2020 while performing the chimney technique to resolve the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported that there was no type ia endoeak present and the procedure was completed. Four days later the patient complained of numbness of the foot and a CT scan showed a type ia endoleak and also an occlusion in the left limb etlw1613c124ej. It was reported that additional treatment was performed immediately for the limb occlusion. It was noted that there was a thrombus obstruction in the left limb from the mainbody branch of the bifurcate. External iliac artery (eia) landing was performed and an additional 32.16.166 + 16.13.124 + a non mdt limb implanted. It was judged that the end of the non-mdt limb that landed on the eia was implanted in a tortuous part of the eia and a gap was created between this device and the blood vessel wall on the lesser curvature side of tortuosity part, resulting in limb occlusion. The thrombus was reported not to be completely removed after the thrombectomy. The non-mdt limb was reinforced from the left leg flow divider to treat the thrombus. Another non mdt was implanted adding an extension by bridging from the distal end of the non mdt limb. The procedure was then completed. As per the physician the cause of the type ia endoleak event was anatomy and noted there was a short neck with severe tortuosity of about 80 degrees. For the limb occlusion event the cause was thought to be user error and it was said this could have been avoided if imaging was performed by removing the stiff device at the end. No additional clinical sequalae were provided and the patient will be monitored.